Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A device assessment was requested due to a report of fluctuating impedances on electrode channels. No trauma prior to this appointment has been reported by the parent or the clinic.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A device assessment was requested due to a report of fluctuating impedances on electrode channels. No trauma prior to this appointment has been reported by the parent or the clinic. Re-implantation was performed on (B)(6) 2019.